Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when rebooting this central nurse's station, it froze at the cns-6000 series splash screen and gave a "device resolution error" message. Technical support (ts) had the bme fix the resolution of one of the display screens and when trying to launch the cns software, it went into over 5 boot loop cycles. After removing the network cable to bring up the "monitor network disconnect" error message, they then tried changing the scaling to 100% for both screens and it again rebooted itself with bios beeps. Removing the alarm indicator also resulted in the device boot looping continuously. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint and to have the device sent in for repair and evaluation. However, there has been no response from the customer and the device was not sent in. As such, there is not enough information to perform an investigation. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/13/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/17/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/24/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that when rebooting this central nurse's station, it froze at the cns-6000 series splash screen and gave a "device resolution error" message. Technical support (ts) had the bme fix the resolution of one of the display screens and when trying to launch the cns software, it went into over 5 boot loop cycles. After removing the network cable to bring up the "monitor network disconnect" error message, they then tried changing the scaling to 100% for both screens and it again rebooted itself with bios beeps. Removing the alarm indicator also resulted in the device boot looping continuously. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that when rebooting this central nurse's station, it froze at the cns-6000 series splash screen and gave a "device resolution error" message. Technical support (ts) had the bme fix the resolution of one of the display screens and when trying to launch the cns software, it went into over 5 boot loop cycles. After removing the network cable to bring up the "monitor network disconnect" error message, they then tried changing the scaling to 100% for both screens and it again rebooted itself with bios beeps. Removing the alarm indicator also resulted in the device boot looping continuously. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that when rebooting this central nurse's station, it froze at the cns-6000 series splash screen and gave a "device resolution error" message. Technical support (ts) had the bme fix the resolution of one of the display screens and when trying to launch the cns software, it went into over 5 boot loop cycles. After removing the network cable to bring up the "monitor network disconnect" error message, they then tried changing the scaling to 100% for both screens and it again rebooted itself with bios beeps. Removing the alarm indicator also resulted in the device boot looping continuously. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/13/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/17/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 10/24/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received.